Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was at work when he experienced a seizure and bit his tongue and the inside of his mouth. His coworkers witnessed the seizure and called emergency medical services. It was reported the patient¿s cgm displayed 85 mg/dl at the time of the event; however, his bg per ems was 22 mg/dl. The patient was treated with IV glucose, transported to the hospital and released later that day. The patient was asymptomatic before the seizure. Although the patient reported a computed tomography (CT) was performed, it was confirmed with the patient that a CT and/or MRI was recommended but not performed when he was in the emergency department for this event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.